Event description:
It was reported that this left ventricular (lv) lead was dislodged. Additional information received indicating that the dislodgment was found via chest x-ray after patient presented in the office with pocket stimulation that imitated pacing. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.